Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 198 mg/dl. The customer stated that the act and esc buttons did not do anything, and the insulin pump said "missed bolus." She stated that she did not think she took the insulin pump off when she got in the shower. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and missing end cap sticker. All the buttons did function properly. However, moisture damage was noted on the keypad traces.